Manufacturer narrative:
Due to character limit in e1(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. Patient was not involved.